Manufacturer narrative:
Unit received no button response due to corroded keypad traces. No button error alarm. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer's blood glucose was 80 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.